Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 435 mg/dl. Reportedly, the customer was sick and did not deliver insulin for the snacks consumed earlier in the day. The high bg was addressed with delivering a correction bolus along with a food bolus. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.